Event description:
On (B)(6) 2011 pt reported the down arrow button on her infusion device is not working. Pt stated the buttons are popping back out when pressed. Pt reported she noticed the down arrow button is not working when she attempted to program too many units of insulin and when she tried to decrease the amount it would not decrease. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.